Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient developed hematoma over his pocket and infection. The hematoma eventually burst open where the implantable cardiac defibrillator (ICD) and leads were exposed. The infection however does not related to the product. During the explant procedure, it was noted that the right atrial (ra) helix was failed to be retracted. The ICD and leads including capped right ventricular (rv) lead were explanted. Temporary leadless pacemaker was implanted. The patient was stable throughout.